Event description:
It was reported that during a procedure there was an issue with the grounding pad. The procedure had to be cancelled and rescheduled for a later date. There were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.